Manufacturer narrative:
RMA issued. Replacement camera shipped to site. Medtronic representative, following-up at the site, confirmed camera was replaced and navigation system is fully functional. Returned suspect device has not been received by manufacturer. No further issues reported. Parts not returned

Manufacturer narrative:
The positioning sensor unit (psu) of the navigation system was returned to the manufacturer for analysis. As reported, when powered up the amber fault light was illuminated indicating a hardware fault. The sensor voltage was high. The device was sent to the vendor for additional analysis and warranty repair. The vendor verified that the psu displayed a hardware fault due to a shorted out component on the main board. As a result, the affected component required replacement followed by re-characterization. The reported event was confirmed. The psu was replaced at the site and the system was found to be fully functional.

Event description:
A medtronic representative reported that in preparing for a cranial tumor resection, when storing points for pointmerge registration, the third amber led on the camera lit up. It beeped once, two leds turned off and then the third led lit amber. The surgeon used an axiem to continue the procedure. This issue occurred prior to the start of therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.